Event description:
While operating the motorized wheelchair it came to an unexpected stop. End user reports that she was not wearing the safety belt at the time of the incident and fell onto the floor fracturing both of her legs.